Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change errors occurred. It was also reported that the pump fill estimate gauge was inaccurate. There was no impact to the customer's blood glucose level. The customer was later able to load the cartridge successfully. Due to the fill estimate issue occurring in the past, troubleshooting was unable to be performed by tandem technical support.